Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Korea. Allegedly, five years after breast implant surgery, the patient visited the hospital due to pain and shape deformity of the right breast. Based on ultrasound and clinical examination, it was determined that the right implant had ruptured.